Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a shoulder repair as surgeon was positioning the 5.5mm healix advance sp peek anchor, the anchor fell off the inserter into the joint. The holding suture needed to be released to enable the inserter to be removed from the joint and then get the anchor out. The product was returned to mitek for evaluation. Mitek then conducted visual of device received. Upon visual inspection, it was observed that the anchor and suture were not attached in device; the anchor was pulled out from the inserter. The condition of the peek anchor indicates that the proximal threads were slightly stripped during insertion. Finally, the threader assy was not received along with the device. Based on the condition of the device received, this complaint can be confirmed. The root cause for this issue can be attributed to an incorrect step/instruction following, slight tension should be applied to the sutures at the moment of inserting the peek dilator, the peek dilator was not held in place when applying downward force. The peek anchor could be damage when levering upon insertion. As per IFU 116920: pull the threader tab to load the sutures and then hold slight tension on the sutures and slide the distal tip of the device toward the insertion site. Use downward force to hold the anchor nose in bone and apply desired tension to the sutures. Tensioned sutures may be placed in the slot on the driver handle for convenience. Improper instrument use, axial misalignment or levering with the anchor upon insertion may result in reduced performance. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 100 devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder repair procedure on (B)(6) 2021, it was observed that the 5.5mm healix advance sp peek anchor device fell off the inserter into the joint. The holding suture needed to be released to enable the inserter to be removed from the joint and then get the anchor out. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.